Manufacturer narrative:
Manufacturing review, adhesion test.

Event description:
Consumer complained that after using the equate adhesive it took him 15 minutes to remove the adhesive from dentures and his gums were sticky, gooey and swollen with irritation to his gum.